Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and it went well. This is the final.

Event description:
The recipient reportedly experienced device migration which caused the left pinna to bend forward. The recipient presented with discomfort when wearing the processor. On (B)(6) 2019, the recipient underwent repositioning surgery.